Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2015, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. In 2022, a follow-up examination showed that the bilateral legs were migrated proximally and distal sites of bilateral common iliac arteries were dilated. An additional procedure was indicated. On (B)(6) 2022, the left internal iliac artery was coil-embolized. On (B)(6) 2022, the right internal iliac artery was coil-embolized. Two contralateral legs and an iliac extender were additionally implanted. The treatment area was extended into the external iliac arteries for both sides. The patient tolerated the procedure. The reporting physician commented as follows: based on the pre-operative measurement of the initial procedure, the contralateral legs seemed to be undersized.

Manufacturer narrative:
H6: updated conclusion code from 4315 to d1102 unintended use error caused or contributed to event.

Manufacturer narrative:
Section g: contact office - manufacturing site information updated.